Event description:
On (B)(6) 2010, the distributor reported that a surgeon was conducting a 3.5 month follow-up imaging on a pt after a surgical procedures with latarjet shoulder screws. The surgeon noticed on the image that the bone was not healed and a "non-union" of bone graft had taken place. The surgeon mentioned to pt that more time is needed for healing and to continue to follow rehab protocol. Less than 2 weeks later, the pt called surgeon's office with severe pain and loss of shoulder mobility. More imaging was ordered, where it was revealed that the bone graft had become disengaged and shoulder screws had broken, requiring a revision operation.

Event description:
Caller reported compact plus blood glucose results: 66 mg/dl 09:00 am. Self-treated hypoglycemia symptoms by eating toast. 258 mg/dl 10:00 am 103 mg/dl 10:02 am 119 mg/dl 10:04 am 133 mg/dl 10:14 am 126 mg/dl 11:30 am reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.